Manufacturer narrative:
A unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.

Event description:
Clinical trial: it was reported that during a coronary artery drug-eluting stenting treatment procedure, balloon withdrawal resistance occurred. The patient presented for treatment with a myocardial infarction, and the procedure was emergent. The index procedure identified and treated two target lesions. Target lesion one was a de novo total occlusion of the proximal rca (right coronary artery) measuring 3.0x20mm. Target lesion one was treated with pre-dilation, placement of a 3.0x28mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. Target lesion two was a de novo lesion of the r-pav (right postero atrioventricular) with 90% stenosis and measuring 2.5x15mm. Target lesion two was treated with pre-dilation, placement of a 2.5x20mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. Mild balloon withdrawal resistance was reported with the 2.5x20mm taxus liberte stent. The event was resolved with multiple balloon deflations and guide withdrawal. There were no patient complications as a result of this event.